Event description:
The customer reported to olympus the evis exera iii duodenovideoscope had a blocked internal channel. The reported issue was discovered during reprocessing of the scope. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was brush and forceps restriction detected. A borescope was used, and it was observed that there were kinks and scrape marks in the biopsy channel. Upon further inspection, it was observed that the distal end plastic cover had minor scratches on the hold ring and control body (distal end of the device). It was also observed that the objective lens had old glue. It was observed that the light guide lens had tiny chips. It was also observed that the glue of the bending section cover had a crack. Lastly, it was observed that the control body and the scope connector had customer barcodes. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical damage. The event can be detected by following the instructions for use (IFU) section: detection methods are written in operation manual: 3.8 inspection of the endoscopic system: inspection of the instrument channel and forceps elevator. Olympus will continue to monitor field performance for this device.